Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the catheter broke near the handle during slitting. The distal part remained around the lead. The physician extracted the distal portion of the catheter and used a new catheter to implant the lead.no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the catheter was returned and analyzed.the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit, and the mechanical operation of the catheter was damaged.damaged during use.the analyst also noted:catheter is separated at 2cm from the handle. Slitter was not returned, therefore condition is unknown. Spiral slitting(technique issue)is visible from the beginning in the handle.spiral slitting(technique issue) continues into shaft, stress marks are visible on shaft at separation site